Manufacturer narrative:
It was reported the end user developed small circular open red wounds four hours after applying and removing the plastic adhesive bandage on (B)(6) 2020 identified in the complaint. The reporter states the bandage was applied to the side of the end users stomach "after a mosquito bite opened up." Reporter states end user had teledoc appointment (B)(6) 2020, and reports the physician made a diagnosis of impetigo and prescribed oral and topical antibiotics (unidentified). Reporter states, the end user is "slowly healing. The sample is not available for return. No further information is available at this time. Due to the reported incident, need for medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the end user developed small circular open red wounds where the plastic adhesive bandage was applied.